Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, it was revealed that the lower trigger did not function properly. This was attributed to normal wear. Service was performed and the device was repaired and returned to the customer on 05/17/2013. Placeholder.

Event description:
Device was returned for service. During the service technician found that the lower trigger stuck. This is report 1 of 1 for complaint #(B)(4).